Event description:
Note: this report pertains to one of two devices used during the same procedure. (Manufacturer reports #3005099803-2012-05288 and #3005099803-2012-05289). It was reported to boston scientific corporation that two hydratomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, for each device in turn, the cut wire separated from the catheter at the distal end of the tome when cautery was used. Nothing fell off the device and fell into the patient. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.